Manufacturer narrative:
H10: upon further review, it was identified that the product catalog number belongs to peripheral intervention (pi) - tempe business unit. Therefore, business unit for the complaint has been changed from vascular access devices (vad) - salt lake city to peripheral intervention (pi) - tempe. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One video was provided for review. A kink was visible on the catheter just distal to the hub in the provided video. Therefore, based on the video review the investigation is confirmed for the reported deformation due to compressive stress. However, the investigation is inconclusive for the reported wear problem as the provided video is not evident enough to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that post procedure, the device allegedly kinked. It was further reported that the material allegedly worned. There was no reported patient injury.

Event description:
It was reported that post procedure, the device allegedly kinked. It was further reported that the material allegedly worned. There was no reported patient injury.

Manufacturer narrative:
H10: upon further review, it was identified that the product catalog number belongs to peripheral intervention (pi) - tempe business unit. Therefore, business unit for the complaint has been changed from vascular access devices (vad) - salt lake city to peripheral intervention (pi) - tempe. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Reported dysfunction of a power line 5fr single lumen used about a year ago. The catheter has been in use for a continuous year, which presents kinking of the work branch and internal wear of the work branch, which translates into high pressure alarms of the infusion pump.